Event description:
It was reported that during an initial reverse shoulder replacement surgery, that threaded pin cold welded into the pin slot during initial guide placement. No additional information is available. No adverse event was reported.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Device history record (DHR) was reviewed and no discrepancies related to the event were found. Root cause was unable to be determined. Visual examination of the returned product identified the steinman pin is stuck within the guide. The pin cannot be removed by hand. Visual examination of the returned product identified the steinman pin is fractured. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.